Manufacturer narrative:
The insulin pump received with operating currents within specifications. The insulin pump passed self-test, unexpected restart error test, rewind and displacement test. However, the insulin pump alarmed motor error during basic occlusion test due to slightly loose drive support disk. Unable to perform occlusion test, prime test or excessive no delivery test due to loose drive support disk. The insulin pump received missing end cap sticker, cracked reservoir tube, cracked case at display window corners, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the drive support cap stuck out. The customer's blood glucose reading was 350 mg/dl. The customer treated for high readings. The customer mentioned that the pump was dropped. The insulin pump was returned for analysis.